Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to a fractured knee bearing implant. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.